Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 18-jul-2023, UDI#: (B)(4), product ID: 977a260, serial/lot #: (B)(4), ubd: 18-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported that a couple days prior to the report the patient was sitting and moved his body/flexed his back a little bit and it felt like stimulation was on, but it was not at the full level. The patient said that stimulation was off at the time, and he thought it might have been just a temporary little glitch. The patient said he has an appointment with his hcp on the 27th and would mention it to him then. The patient said the hcp goes through everything when he meets with the patient. No further complications were reported.